Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of blood result reading of "hi". Performed a blood test with a result of 486mg/dl. Back to back blood tests performed at the time of the call were 300mg/dl and 288mg/dl. Last 5 blood results in memory: 486mg/dl, hi, hi, "hi", 100mg/dl. No adverse event reported.